Event description:
Report received of an operator error in loading the tubing set into the device, resulting in bleed back into the tubing. The pump was programmed to deliver an unspecified antibiotic. No specific programming parameters were provided. The homecare pt reportedly loaded the tubing into the pump back towards. The customer stated, upon initiation of the delivery, the pt noted that approx 6 inches of blood had backed up into the tubing. The delivery was stopped and the homecare agency was notified. The therapy was resumed using a replacement device and tubing set. There were no reported adverse pt effects and no med interventions were required.